Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use section below: evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection. Evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope water supply was weak. During evaluation, the following reportable issue found that a foreign object came out of the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the play of upward/downward knob was out of the standard value, due to wear of angle wire; the adhesive on the bending section cover had a crack and white-clouded area; the water removal ability does not meet the standard value, due to clogging of nozzle; scope cover (s-cover) plate was unclear; there were scratches on the protector of universal cord on suction connector (s-connector) side, protector of universal cord on control section side, universal cord, forceps elevator (fe) lever, image guide (ig) protector, plastic distal end cover (c-cover); the universal cord had a wrinkle; the forceps channel port, grip, and control unit were shaved; the paint on suction cylinder (s-cylinder) was peeled; and the control unit had discoloration. Due to the nature of the reportable event (foreign object came out from the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility flushed the air/water nozzle with water and air. The facility flushed the air/water nozzle with detergent solution. The facility presoaked the endoscope in the detergent solution. The facility brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.